Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? There was none. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was performing mini-bypass surgery, was using psee60a. 6 cartridges were fired successfully, but the surgeon was not able to fire the 7th cartridge. The device was placed to make an anastomosis, jaws closed, 15 seconds waited and the fire trigger pushed, but nothing happened. The battery was very hot, the knife was in the return position and did not move, the device made no sign. The or team thought that the battery could be overheated and took it from another instrument, but even with the new battery the device did not work. The cartridge is placed correctly, correct size. Reverse button was stiff, but the knife was in return position so there was no need to use the reverse button. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2022. D4: batch # 299a90. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.